Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial undersensing for the right atrial (ra) lead was noted on episodes while patient was in atrial arrhythmias. Additionally for the right ventricular (rv) lead, trends show that there is a rise in capture threshold with a decrease in r-wave occurring. The ra lead and rv lead remain in use. No patient complications have been reported as a result of this event.